Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as a touch contamination. The patient was not hospitalized for the event. The patient was treated for the event with vancomycin (2g, intraperitoneally, frequency and duration were unknown). At the time of this report, the patient had recovered from the event. On an unreported date, the residential facility staff was retrained on proper aseptic technique. Dianeal therapy was ongoing. No additional information is available.